Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2022 this male peritoneal dialysis (pd) patient contacted fresenius customer service. The patient reported being hospitalized for fluid in their lungs after the clinic nurses kept filling them with solution. The patient stated they have permanently switched to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient experienced a hydrothorax due to a pleural peritoneal leak. Per the pdrn, the leak is due to the patient¿s anatomy and the issue is unrelated to the use of the liberty select cycler. They knew the patient had this leak and attempted to continue with pd therapy; however, the patient was admitted to the hospital on an unknown date for the hydrothorax. The patient is currently completing hemodialysis (hd), but the pdrn stated they do not know if it is a permanent transition. The physiology of the patient caused the adverse event and there was no malfunction or deficiency of any fresenius device or product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022 this male peritoneal dialysis (pd) patient contacted fresenius customer service. The patient reported being hospitalized for fluid in their lungs after the clinic nurses kept filling them with solution. The patient stated they have permanently switched to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient experienced a hydrothorax due to a pleural peritoneal leak. Per the pdrn, the leak is due to the patient¿s anatomy and the issue is unrelated to the use of the liberty select cycler. They knew the patient had this leak and attempted to continue with pd therapy; however, the patient was admitted to the hospital on an unknown date for the hydrothorax. The patient is currently completing hemodialysis (hd), but the pdrn stated they do not know if it is a permanent transition. The physiology of the patient caused the adverse event and there was no malfunction or deficiency of any fresenius device or product.